Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead failed to sense appropriately which resulted in an inappropriate high voltage shock for the patient. Upon review, the lead exhibited undersensing of the patient's intrinsic rhythm and oversensing of noise. The patient was discharged and the lead would be monitored.